Manufacturer narrative:
The patient's device was not available for an evaluation; however, tests were performed on a similar device. The reported mouthguard was fabricated per physician's prescription request. A review of the material lot was performed and no nonconformity was found. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test was completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. Without the device, physical structure testing could not be completed. This incident is being monitored, tracked, and trended.

Manufacturer narrative:
Date of event was asked, but the doctor could only advise it was in (B)(6) 2018. Patient's weight was asked but unknown. The product was sent out and pending to be received for evaluation. Once the evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction after using the tap iii device. The patient reported tingling sensation all over cheeks, mouth and developed swelling and redness; however, the doctor confirmed it was not anaphylactic. The patient was asked to come into office, but she had not come back in. The patient wore the device for several days before experiencing the reaction. Upon experiencing the reaction, the patient stopped using the device. The reaction lasted for 24 hours after the patient stopped using the device. The patient's current status was reported to be satisfactory. The patient has a mild case of sleep apnea. The patient has no known allergies. The office did not clean the device before delivered to patient.